Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. A pairing test was performed and no pairing code was provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. The customer complaint was undetermined because there are no calibrations to confirm the reported inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient's cgm was 40 mgdl (no bg comparison value was taken). The patient was not experiencing any symptoms. However, the patient panicked at the low reading and drove himself to the emergency room (ER). At the ER, the patent¿s bg meter reading was 218 mgdl (no cgm comparison provided at this time). The patient stated he was treated with ¿some pills and meds¿ but can not recall the specifics. The patient was discharged home after approximately three hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.